Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had to be externally defibrillated because the device could not get the patient out of ventricular fibrillation. The device remains in use. No further patient complications have been reported as a result of this event.